Event description:
After inserting the csi through the wire, the physician tried to insert the csi into the radial artery. The transition segment between the csi and dilator was broken in the process.